Event description:
During the surgery, the doctor went to bite a loose body and the jaw broke off. It took two hours to retrieve the piece.

Manufacturer narrative:
The device has not been returned by the customer for evaluation. (B) (4)